Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Patient code (B)(4) and device code (B)(4). Apply to verify enhanced (serial#: unknown) and lead (lot#: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said the device and lead is not working so no symptom data was collected at this time. They feel that they greatly improved when the device was working. As a result of what was reported, the patient was advised contact their healthcare provider (hcp) for medical support. They also noted the surgical appointment (for their implant) was on (B)(6) 2019. No patient symptoms were reported and no further complications have been reported as a result of this event.